Event description:
During baxter's evaluation a device was unable to detect an upstream occlusion. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device evaluation was unable to reproduce the undetected upstream occlusion due to a system error 322. The device was re-calibrated and retested to ensure accurate detection.